Event description:
It was reported the patient¿s device was no longer working. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# v248559, implanted: (B)(6) 2009, product type: lead. (B)(4).